Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision of bilateral breast reconstruction on (B)(6) 2012. On (B)(6) 2012, the patient started to experience erythema, weeping pustules, and burning where the surgical sealant was applied. The surgical sealant was removed and the incision was closed by an unknown method. Events have occurred. The patient was treated with hydroxyzine 25mg, benadryl 25mg, topical hydrocortisone one percent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and surgical sealant was used. Approximately two to ten days following surgery, the patient developed an oozing rash, blisters, and itching at the site of application. The surgical sealant was removed. Additional information has been requested.